Manufacturer narrative:
Follow-up # 1 date of submission 01/03/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the pump showed moisture behind the display lens. The pump was unable to power on during testing. The pump cover was opened and evidence of moisture was visible inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that after the pump had been exposed to water, the pump was blank with no vibrations or audible tones despite multiple battery changes. The reporter noted that the display screen was foggy and denied damage to the pump or evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.